Event description:
Analysis was approved on 10/25/2016. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The device output signal was monitored, and results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.863v as measured after electrical testing, showed an ifi=no condition. However, the as-received voltage of the battery was 2.674v, which indicates an ifi=yes condition as seen during explant surgery. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Diagnostics from (B)(6) 2016 were within normal limits, and the physician believed that the increased seizures were possibly related to the low battery of the device. The patient had generator replacement surgery on (B)(6) 2016. The explanted generator was received on 10/03/2016. Analysis has not been approved to date.

Event description:
Clinic notes were received indicating that the patient's seizures had been more intense/severe over the previous two weeks. The battery status of the patient's device was about 10-15% and still green. The physician referred the patient for generator replacement surgery. No surgical intervention has occurred to date, and no further relevant information has been received to date.